Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient. The device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated during subsequent biomed testing, the device displayed an "ECG fault 7" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.